Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a patient (age not reported), coincident with dianeal unknown bag therapy (lot number not reported). This report was received by baxter (B)(4) from (B)(6). On an unreported date, the patient began treatment with dianeal unknown bag therapy (dose, frequency and lot number was not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with peritonitis and on an unreported date in (B)(6) 2010, was hospitalized. On an unreported date in (B)(6) 2010, the patient began remedial therapy with ciprofloxacin, ip (dose and frequency were not reported) and vancomycin, ip (dose and frequency were not reported). On an unreported date in (B)(6) 2010, dianeal was withdrawn and replaced with an unspecified fresenius pd solution. Dianeal therapy was not reintroduced. At the time of this report, it was not reported whether the antibiotic therapy was ongoing. Although it was reported the bacterial peritonitis improved following remedial therapy, the outcome was not specifically reported. Medical history and concomitant medications were not reported. The physician did not provide a causality statement for the event of bacterial peritonitis.